Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment showed the actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Device returned for evaluation on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair procedure, it was reported that t1 and t2 deployed at the same time. There was no delay as a backup device was available. There was no report of patient injury.